Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. The customer was advised to use multiple daily injections as a backup therapy, and technical support arranged to replace the pump with a model featuring updated software. Instructions were provided for storage mode and the return process of the problematic pump, which the caller understood and acknowledged.